Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm after battery cap replacement. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump would need to be replaced.